Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: lo (<10 mg/dl) and 181 mg/dl, and lo (<10 mg/dl) and 394 mg/dl. No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.